Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented excessive and abnormal bleeding during menstruation (interpreted as menorrhagia). A hysterectomy with oophorectomy was performed around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information . After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the events occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("increasing headaches") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, headache and weight increased outcome was unknown. The reporter considered headache, menorrhagia and weight increased to be related to essure. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-feb-2018: this case was found to be a duplicate of case (B)(4) and will be deleted from bayer database. This non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented excessive and abnormal bleeding during menstruation (interpreted as menorrhagia). A hysterectomy with oophorectomy was performed around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information . After essure¿s insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the events occurred after insertion. Considering the event¿s nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), headache ("increasing headaches") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and oophorectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the menorrhagia, headache and weight increased outcome was unknown. The reporter considered menorrhagia, headache and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented excessive and abnormal bleeding during menstruation (interpreted as menorrhagia). A hysterectomy with oophorectomy was performed around 3 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information . After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the events occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. This case was regarded as incident, since a surgical device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.